Manufacturer narrative:
Device MFR dates: battery pack :07/2006; battery pack: 03/2007; battery charger: 02/2007. Device eval summary: device evaluations of two battery packs have been completed. The reported problem was confirmed. Both battery packs were received with o volt output and a defective u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The third battery charger passed all functional tests. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery packs. The pt received two replacement battery packs.

Event description:
The son of a male pt contacted lifecor customer support to report that neither of the pt's battery packs will start up the monitor. Both battery packs display the flashing red "bad battery" led and green "ready" led. The son did not know if the battery packs were charging normally prior to that evening. The pt's battery packs and charger were replace for evaluation.